Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient heart rate was 40 beats per minutes and the leadless implantable pulse generator (ipg) was programmed to 55 beats per minutes, during use of massaging bed. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.